Event description:
Several attempts were made to insert the pegs into the polar cup. The two pegs were eventually removed because they would not seat flush with the surface of the cup. Two new pegs were inserted successfully after several attempts. Surgery time was increased by 1 hour.

Manufacturer narrative:
(B)(4)